Manufacturer narrative:
On 8-dec-2025, bwi received additional information regarding the event. The hemostatic valve was confirmed to be dislodged inside of the hub. No air entered the patient's body. No damages to the brim cap or hub were noted. Due to the new information, the h6 medical device problem code section has received the following updates: - material separation (a0413) was added. - backflow (a140501) and fluid leak (a050401) were removed. Furthermore, per internal review on 31-dec-2025, it was identified that the h6 type of investigation mistakenly omitted the "device not returned" (b17) and "analysis of production records (b14) codes. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. DHR review: a device history record evaluation was performed for the 60000608 finished device, and no internal actions related to the reported complaint condition were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and air continued to be drawn from the side port. This occurred when the varipulse catheter was inserted into the vizigo short. No physical damages were noted. No air entered the patient's body. The issue was resolved by replacing the sheath with another one. Thereafter, the procedure was completed without any problems. No patient consequences were reported.